Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03523. It was reported that the patient experienced an increase in recharge burden which resulted in the patient ceasing to charge both of their ipgs as recommended. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein both ipgs were explanted and replaced. Issue resolved.